Event description:
It was reported that a premature born child with hydrocephalus had a shunt implanted. Revision was required due to increase in circumference of head and MRI showed enlarged ventricles. During revision, there was no clear liquid flowing through shunt. The ventricular catheter showed good flow, so the occlusion was in the shunt. The shunt was replaced and the patient's symptoms improved. Ultrasound showed reduced size of head and ventricles. The child is ok with no permanent harm.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies.